Event description:
The customer called for help with his contour meter. He performed control tests during the call and received a result of 15 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.